Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implantable cardiac monitor exhibited loss of sensing during implant the device was finally implanted closer to the sternum and with good sensing. The patient was in good condition. The patient would be scheduled normally for routine follow ups.